Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2014-62239.

Event description:
It was reported the customer was receiving motor error alarms on their insulin pump. Customer also reported receiving no delivery alarms during their bolus deliveries and manual primes. The customer was unable to troubleshoot at the time of the call. No additional information provided.